Event description:
Additional information was received that a new recharger was to be sent to the patient to hopefully address the charging issues. The rep attempted to call the patient to see if she had received the recharger and was not successful in reaching her. The patient called back later and stated she was still having issues even after the rtm cord was replaced for recharging issues. The patient stated that she was charging the ins and it showed a message that the charge was "finished" but her ins battery was only at 30%. They contacted their rep today (B)(6)-2021. The rep suggested that the patient have the controller replaced. They mentioned that her ins has "shifted in the pocket" and it was sitting "at a slant" since an unknown event date; they stated "a while". The patient stated she was with a rep and he told them that the ins had shifted in the pocket. They asked about "circumstances" that let to the movement of the ins in the pocket and she stated she is not aware of anything.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. Recharger (rtm): (B)(4). The reason for call was rep called in with patient (pt) and said pt was having issues with charging implanted neurostimulator (ins). Rep clarified pt couldn't get ins to charge full, and had a "void triangle" come up next to the ins battery and that the screen would say finished when ins was only at 30 or 70%. Pt said the charging issues started last week. Patient services (pss) asked if pt saw any message screens, pt said they would get "little triangles", last week got a message saying to contact mdt (pt did not remember any other screen details) and the other day they got to 70% ins charge and the screen said finished with a little triangle next to ins battery. Pt then mentioned today when they tried to charge ins, controller battery was at 30%, but within seconds of plugging in rtm and charging, the controller battery drained. Pt also said ins charging had been taking longer. Pss had pt examine rtm cord and plug and controller port, but pt did not see any damage. The issue was not resolved. An email was sent to the repair department to replace the device. Additional information was received. The reason for call was rep and patient (pt) called in together and pt reported having a problem with "connectivity" for a long time. Pt clarified difficulty finding ins or staying on excellent. They said they would have to start with a pillow under their butt, and stay perfectly still and not move. Pss asked event date, pt said probably within a couple months of ins implant in 2019 (confirmed end of 2019). Rep also mentioned when looking at recharge diary, one day pt was on excellent but it took 1.4 hours to charge. Rep then said there had been talk of potentially needing ins to be moved to get better connectivity and rep asked if the new recharger (rtm)would help with connectivity issue. Pss reviewed pt can monitor recharging with new rtm and if still having connectivity issues then follow up with healthcare provider.